Event description:
A customer reported that the vitrector did not work. There was no pt harm reported. The customer was unable to provide any further info.

Manufacturer narrative:
The investigation is in progress. No sample have been received for evaluation. The device history records (DHR) for the lots were reviewed. No abnormalities that could have contributed to the customer complaint issue were found during the DHR review and the product was released according to the manufacturer's acceptance criteria. A root cause has not been identified. (B)(4).